Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the insulin pump received software error detected alert so the customer pressed okay and the screen went black. The customer tried changing battery however the pump was dead and unresponsive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error 53 alarm found in the pump history due to software error. Unit passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. The battery tube connector plugged in properly to the electrical board during visual inspection.